Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to lab comparison tests. She took her meter to doctor's office and tested (capillary) with a reading of 243 mg/dl. A lab test (venous) results was 311 mg/dl. Tests were done in a fasting state, within 10 minutes. She did not have any symptoms. On followup, it was noted that she cleaned her meter with control solution. She checks her confirmation dot for enough blood. Control testing was not done due to unavailability of supplies. Reviewed coding, cleaning, sample application. Use of control solution and storage of strips.